Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during fixation of flexible anchor on altis during operation the line broke when tension was increased to tighten the mini-sling. The mini-sling was removed without any problems and a new was applied - also without any problems. The patient had a hematoma postoperative that was emptied the next day since she could not hold her water. After the hematoma has been removed she is very happy, continent and overall satisfied.